Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report unintended movement. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip was inserted and placed on the mitral valve. However, while establishing final arm angle (efaa), the clip opened to roughly 60 degrees. Troubleshooting was performed, but the issues continued to occur; therefore, the clip delivery system (cds) was removed and replaced. One clip was then deployed on the mitral valve, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The returned device analysis did not confirm the reported unintended movement - clip open-efaa. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event and a review of the complaint history identified no indication of a lot-specific product issue. Based on information reviewed and without a confirmed failure mode, a cause for the reported unintended movement - clip open-efaa issue in this incident could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.